Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.

Event description:
As reported, during use in patient with this intro-flex introducer, blood leaked through the dilator hub. The quantity of blood loss is unknown. The issue was solved changing the introducer on the same insertion site, by removing everything and starting the procedure from the beginning. Patient demographics unable to be obtained. There is no allegation of patient injury. The product is expected to be returned for analysis; however, it has not yet been received.

Manufacturer narrative:
The intro-flex percutaneous sheath was received at our product evaluation laboratory. Evaluation results revealed the reported event was confirmed. As received, examination of the valve internal components found that the duckbill valve was torn. The torn piece of the duckbill valve was not returned. The wiper gasket was found to be in good condition. Dry blood residues were visible at hub. No other visible damage or leakage was observed from the returned unit. The manufacturing records were reviewed and there is no indication of a related non-conformance. All process parameters were met and inspections passed successfully. An engineering investigation will be performed in order to consider any potential factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.